Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported issue. There is no evidence that a malfunction of the device occurred. The device evaluation concluded that the reported issues were the result of the device sustaining water damage, and were not the result of an existing device malfunction.

Event description:
The customer contacted physio-control to report that the display on their device was blank and the service light was illuminated. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display on their device was blank and the service light was illuminated. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.